Manufacturer narrative:
Additional information: d9: h3 plant investigation: a sample from the reported lot was returned and subjected to a bubble point leak test. A leak was detected at approximately 220°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 5.5 inches in length above the pu was identified at the leak location on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted. The reported issue is confirmed. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred upon the initiation of the patient¿s hemodialysis (hd) treatment. Blood had just started going through the 2008t machine when it began alarming minor blood leak, then again within seconds with major blood leak. There was blood visible in the hanson lines (on the arterial side). A blood test strip was used and tested positive for the presence of blood. The blood pump turned off and treatment ended. No defect or damage was noted to the dialyzer prior to its use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no reported patient injury or required medical intervention. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was not returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred upon the initiation of the patient¿s hemodialysis (hd) treatment. Blood had just started going through the 2008t machine when it began alarming minor blood leak, then again within seconds with major blood leak. There was blood visible in the hanson lines (on the arterial side). A blood test strip was used and tested positive for the presence of blood. The blood pump turned off and treatment ended. No defect or damage was noted to the dialyzer prior to its use. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no reported patient injury or required medical intervention. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, h3. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred upon the initiation of the patient¿s hemodialysis (hd) treatment. The machine alarmed with minor and major blood leak alarms in response to the reported issue. Blood was visually confirmed by the staff within the arterial line of the hansen connection. The blood pump turned off and treatment ended. No defect or damage was noted to the dialyzer prior to its use. Additional information was requested however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no reported patient injury or required medical intervention. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.